Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was held due to pending litigation until (B)(6) 2011. Initial longevity calculations at the time of return determined that this device did not meet longevity per programmed values. Recent detailed analysis revealed that the hybrid current was in specification. Laboratory analysis verified the shortened longevity, but the cause of the shortened longevity could not be determined as the device operated normal throughout detailed analysis.

Event description:
Boston scientific crm received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d), which is included in an advisory population, has retained legal counsel and a lawsuit has been filed. New information received indicates that this device has since been explanted for normal battery depletion. There were no product performance allegations at the time of explant.